Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal cx artery with 90% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated, the number of inflations were 15. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was used. It was reported that the lesion was passed using a guidewire and kissing balloon technique was used. The device was sent to the lesion but the stent could not pass through the lesion. The dilation process was performed and the stent was advanced to the lesion, but the stent could not pass through the lesion again because of the calcification. The strut of the stent was seen to be raised. Bending was seen on the shaft of the stent. No patient in jury reported. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Product analysis summary: device returned with a detachment on the hypotube 50.5cm distal to the strain relief. Kinks were evident on the transitional shaft 29.6cm and 37cm proximal to the distal tip. A kink was evident on the hypotube 4.5cm proximal to the detachment site. The hypotube material was oval and jagged on both sides of the detachment site. The stent was not positioned on the balloon between the marker bands as per specifications. The mid-section of the stent appeared to be stretched causing the proximal and distal section of the stent to be positioned over the proximal and distal markerbands. Deformation was evident from the 3rd to the 20th distal stent wraps with struts stretched. No deformation was evident to the distal tip. Deformation was evident to the distal shaft from 9.4cm to 24.3cm proximal to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. Additional information: it was later confirmed by the account that a detachment on the hypotube occurred after the device had been removed from the patient. If information is provided in the future, a supplemental report will be issued.